Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the rep that during the procedure, the surgeon attempted to use an er220 clip applier on the patient's cystic artery and duct. When the instrument was fired , the clips did not hold. A 2nd instrument was opened and experienced the same difficulties. There was no consequence to the patient.